Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the patient stated she had a headache (B)(6) and couldn't feel any stimulation and so didn¿t track. Patient also stated she leaked all night. Patient services assisted patient in changing from the left to the right side, and turning up stimulation but she could not feel anything on the left side and could not get it past 6.8 volts; she received the message that "desired setting could not be provided". On (B)(6) the patient stated she is still not feeling stim but is still having improvement. On (B)(6) the patient reported a bladder infection. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.